Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 25x1 experienced foreign matter contamination. The following information was provided by the customer: f/m has been found. Unidentified material has been found in barrel . It has circle shape with white color.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 25x1 experienced foreign matter contamination. The following information was provided by the customer: f/m has been found. Unidentified material has been found in barrel . It has circle shape with white color.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Research has found no problems, defects or qn related to the reported issue. Bd has been provided with 3 unpacked affected samples. After a visual inspection, we confirmed the reported issue: white fm on and under plunger lips which we identified as a lubricant flakes, composed by lubricant from the syringe barrel. Based on samples evaluation, bd has concluded that the mentioned ¿white circle shape¿ consist of accumulation of ¿slip agent¿ which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent (primary amide lubricant) is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation.